Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient may undergo surgical intervention for an ipg pocket revision. Patient denies any pain or discomfort at the ipg site.

Event description:
Related manufacturer reference number 1627487-2022-04076. Additional information received identified that patient underwent surgical intervention on (B)(6) 2022 wherein, the lead was replaced and the ipg was relocated. Effective therapy was restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.